Manufacturer narrative:
Initial 1 of 2 . Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set fell off events during use on (B)(6) 2026 causing hyperglycemia. The issues occurred with two similar types of infusion sets and infusion set was used for four hours and seven hours. The high blood glucose was treated by correction injection via multiple daily injection (mdi).